Manufacturer narrative:
This batch was reviewed from a manufacturing and technical perspective. No quality issues were identified in the review of batch records, review of release testing data or inspection of retained samples. Retained samples met product description and the product is in date. All in process procedures were followed and all release criteria was met. The returned sample was inspected and it was concluded that the origin of the complaint "likely occurred while the product was within the plant's control." A quality investigation was concluded and corrective and preventable actions (CAPA) have been implemented. Market data does not indicate any out of trend results for (B)(4) or wrap (B)(4). This excess brine prevented proper heat pack sealing. (B)(4). It was determined that lot d89057 does not require market action. (B)(4).

Event description:
Parts of the heat cell fell out of the wrap [device malfunction]. Wore the wrap on her hip [device misuse]. Case description: information was received from a (B)(6) female patient (race not provided) who used a thermacare, neck, shoulder and wrist heatwrap transdermally for hip pain on (B)(6) 2010. The patient reported that she wore the wrap on her right hip (device misuse/device misuse) for 1 and 1/2 hours. Additionally, she reported that parts of the heat cell fell out of the wrap (device malfunction/device malfunction). The wrap was purchased on (B)(6) 2010 and was stored in a closet. Quality assurance results were received which indicated this batch was reviewed from a manufacturing and technical perspective. No quality issues were identified in the review of batch records, review of release testing data or inspection of retained samples. Retained samples met product description and the product is in date. All in process procedures were followed and all release criteria was met. The returned sample was inspected and it was concluded that the origin of the complaint "likely occurred while the product was within the plant's control." A quality investigation was concluded and corrective and preventable actions (CAPA) have been implemented. Market data does not indicate any out of trend results for (B)(4) or wrap leakage for this lot. The most probable root cause for the sealing defect is excess brine (B)(4). This excess brine prevented proper heat pack sealing. (B)(4). It was determined that lot d89057 does not require market action. (B)(4). Medical history included acid reflux, high cholesterol and depression. Concomitant medications included celebrex, plavix, crestor, ranitidine, calcium plus d, multivitamin, restasis, effexor xr, extra strength tylenol, tramadol and protonix. No other information provided.